Event description:
Single level, l3/4 spondylolisthesis reduction. Applied 6-8 nm of pressure and threads came apart and stripped out when placing several setscrews. Surgeon removed all aesculap parts and replaced with another manufacturers. Prolonged surgery approximately 1 1/2 hours. Shards of metal came off setscrews. Site was irrigated/suctioned to remove. Surgeon felt he retrieved everything. Performed x-ray. Permanent copies of x-rays not made.

Manufacturer narrative:
The samples and all available information have been forwarded to our manufacturer for further analysis.